Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem was unable to be confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. There was no adverse event as a result of the monitor malfunction.

Event description:
03/01/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor for an unrelated issue. During incoming functionality testing, the monitor was found to have a defective response button.